Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance was limited.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 70% stenosed subtotal occlusion lesion was located in the mildly tortuous and heavily calcified mid right coronary artery. On the first inflation, the 1.5x15mm apex flex monorail balloon was inflated for 10 seconds at 12 atmospheres. On the second inflation further down the same lesion, the balloon burst at 12 atmospheres. The balloon was removed intact. The physician then used a non bsc balloon and could not pass the lesion. He was unable to complete the procedure and planned to use rotablator. The patient received heparin during the procedure. No patient complications occurred. Patient's status is stable.